Event description:
It was reported that the pt was implanted bilaterally at the same time. At the beginning, after the first fitting the pt said that the left implant was working well, but the right implant wasn't working as well as the other one.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.